Event description:
Received information stating that due to a ventilator malfunction, patient was placed on a second ventilator. Patient was not harmed or injured as a result of the event. The covidien customer support engineer (cse) was not able to duplicate the problem. The cse replaced the gui led pcb as precautionary action. The unit passed extended self testing.